Manufacturer narrative:
Device received with broken battery tube threads noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test, rewind test and all operating currents tested within the specification. No failed battery test alarm, rewind anomaly, audio/vibrate anomaly or missing segments were noted. However corroded battery tube compartment and battery cap contact noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had discoloration on screen and the screen was hard to read, very dim also it was seized up or locked up. Customer¿s blood glucose level was unknown. Customer reported crack on the body of insulin pump, rejecting new batteries, rewind took longer and alarm was not as loud. The device will not be returned for analysis.